Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the phaco tip overheated causing a corneal burn injury to the patient. Multiple occlusion tones presented and when removing the tip to flush, the tip may have caused the injury. It was noted that the patient had a dense cataract and the case was complicated. Additional information has been requested.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. A company clinical analyst reviewed the file and stated the following: ¿the customer reported that the phaco tip got over heated and caused a corneal to burn. The customer noted the patient had a very dense complicated cataract procedure. The customer noted there were a lot of system occlusion warnings. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase the company service representative examined the system. The company service representative tested the cassette and primed and tuned the customer's phaco handpiece. The irrigation, aspiration, longitudinal phaco, and torsional phaco were tested. The continuous irrigation function was tested and verified and could be turned on/off from the footswitch and touchscreen. The company service representative could not duplicate any abnormal occlusion. Additional testing was performed and no problems were found. The system was then tested and met all product specifications. No phaco tip (unspecified product) was returned for a thermal injury due to an occlusion warning while using the phaco tip. No lot number was identified. Without a sample was returned and without lot information, (for a lot record review), the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).